Event description:
It was reported that an increase in threshold on lv lead was observed. During lead replacement procedure, the new lead could not be connected to the device header. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an lv set screw anomaly was confirmed. The cause is believed to have been due to silicone, septum material found inside of the lv set screw hex cavity. The silicone prevented full insertion of the torque driver into the hex cavity.